Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal event with a laceration to the head. The patient presented with low potassium. The right ventricular lead was noted to have high pacing impedance and oversensing was noted on stored episodes. There were no episodes of ventricular tachycardia/ventricular fibrillation recorded during the syncopal event. The right atrial was also noted to have high thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was noise and a possible lead fracture. The right ventricular (rv) lead was capped and replaced.